Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic esophagectomy, the staples were unformed when the device was used on the azygos vein. Oozing occurred but the amount of the oozing was unknown. A clip was used to stop the oozing. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2018. Batch # p58d2x. The analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.